Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately seven months after device system implant. The cause of death has been requested and not received.

Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately seven months after device system implant. The cause of death has been requested and not received.

Manufacturer narrative:
Product event summary: (B)(4). The device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts were made to the physician to obtain cause of death information, this information is not available. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.